Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The literature article entitled, "long-term clinical consequences of stress-shielding after total hip arthroplasty without cement" written by william d. Bugbee, m.d., william j. Culpepper, ii, m.a, c. Anderson engh, jr., m.d, and charles a. Engh, sr published by the journal of bone and joint surgery, incorporated (july 1997) was reviewed. The article's purpose was to "describe the long-term clinical outcome of total hip arthroplasty performed without cement in patients who had evidence of stress-shielding on the two-year postoperative radiographs." The data was compiled from 44 patients who were followed for at least ten years post thas. Patients had received depuy implants. It is noted that 5 patients experienced activity limiting pain but only 1 case is associated with implant. That case is captured in linked complaint. Depuy products utilized: aml non-modular stem, aml cup, poly liner. This complaint captures the generalized adverse events: dislocation (treated with closed reduction without reoccurrence), revision surgery for poly liner wear.